Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Caller states patient tested >8.0 inr and >8.0 inr on the coaguchek xs system while a comparison lab returned as 2.5 inr. No actions taken based on device results. Caller states patient had nose bleeds; no medical treatment required. No adverse event reported. Requested return of suspect system and replacement was sent.